Event description:
The hospital biomedical engineer reported that the device failed to discharge during testing.

Manufacturer narrative:
The hospital biomedical engineer reported that the device failed to discharge during testing. He localized the issue to the paddle set. The customer replaced the paddle set.